Event description:
A customer reported receiving a minimum fill notification. Technical support identified that the customer had been using cold insulin and not removing air from the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.